Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patients wound was not healing, the system was explanted and a new system placed on the right side and the pocket was glued. At follow up the glue had been picked off. The physician suspected that the wound did not heal because the patient was picking at it. The lead was explanted and replaced.